Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18e052, 18c061, 18g030 and unknown lot number. Of the four (4) events, the device for one (1) event was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The devices for the other three (3) events were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the distal luer cap was removed, continuous flow was observed. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The three (3) devices were found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 18e052, 18c061, and 18g030. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that there was no flow of medication through four (4) large volume infusors. In two (2) events, the no flow was observed during priming and prior to patient use. In the other two (2) events, the medication delivery stopped during patient infusion. Of the four (4) events, two (2) events did not have patient involvement and in two (2) events there was patient involvement with no patient consequences. No additional information is available.